Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by alterra clinical trial, approximately 11 months 7 days post implant of an alterra prestent in the pulmonic position, the patient stood up and collapsed. Chest compressions were initiated and the patient was in ventricular fibrillation for approximately 26 minutes before being defibrillated by ems. The patient was admitted to a local hospital then transferred to the implanting site ICU with severe biventricular dysfunction, and severe brain damage. Per report, the site reading of the cardiac CT performed approximately 5 days later 'showed a stented pa was in close proximity to the left main and la with question of possible coronary artery compression. The brain CT showed stigmata of severe hypoxic-ischemic brain injury.' Upon medical records review, the CT report states, close apposition of the distal stented main pulmonary artery with the left main coronary artery/proximal left anterior descending coronary artery with loss of the intervening pericoronary fat plane with apparent extrinsic mass effect. Per the discharge summary, cardiac CT performed during admission with some concern for extrinsic compression of the left main coronary and proximal lad. There was concern that this may be secondary to stent placement but could not definitively be determined based on CT alone. Cardiology and cticu reviewed these findings with the family and offered cardiac cath to further evaluate. However, the family declined cardiac cath as it would not change the outcome. In terms of admission, support was withdrawn and approximately 4 days later, the patient passed away.

Manufacturer narrative:
Correction to b5 and h6 based on additional information. Visual inspection of the returned devices revealed a prestent fracture located on the posterior inflow aspect of the prestent. This fracture was not observed during the CT imaging studies performed prior to explant. For this reason, it was determined at the time that the fracture may have been a result of the explant procedure maneuvers. However, a scanning electron microscopy (sem) analysis concluded that the fracture was a fatigue fracture, which could have happened between 6-11 months after implant.

Event description:
As reported by alterra clinical trial, approximately 11 months 7 days post implant of an alterra prestent in the pulmonic position, the patient stood up and collapsed. Chest compressions were initiated, and the patient was in ventricular fibrillation for approximately 26 minutes before being defibrillated by ems. The patient was admitted to a local hospital then transferred to the implanting site ICU with severe biventricular dysfunction, and severe brain damage. Per report, the site reading of the cardiac CT performed approximately 5 days later 'showed a stented pa was in close proximity to the left main and la with question of possible coronary artery compression. The brain CT showed stigmata of severe hypoxic-ischemic brain injury.' Upon medical records review, the CT report states, close apposition of the distal stented main pulmonary artery with the left main coronary artery/proximal left anterior descending coronary artery with loss of the intervening pericoronary fat plane with apparent extrinsic mass effect. Per the discharge summary, cardiac CT performed during admission with some concern for extrinsic compression of the left main coronary and proximal lad. There was concern that this may be secondary to stent placement but could not definitively be determined based on CT alone. Cardiology and cticu reviewed these findings with the family and offered cardiac cath to further evaluate. However, the family declined cardiac cath as it would not change the outcome. In terms of admission, support was withdrawn and approximately 4 days later, the patient passed away. The devices were explanted after the patient passed away and returned to edwards lifesciences for evaluation. Scanning electron microscopy (sem) analysis of the prestent demonstrated a fatigue fracture located on the posterior inflow aspect of the stent, which could have occurred over time (between 6-11 months after implant).

Manufacturer narrative:
Imagery was provided by the site, and review of these images revealed: CT core lab review of the CT imaging for this subject did not demonstrate a significant change in coronary dimensions/ovality (i.e. No compression observed). This patient's total exposure length (the length of the left main/left anterior descending segment less than 1mm or 2mm away from the main pulmonary artery) was within what was observed in other patients in the cohort without report of coronary compression. Additionally, there were no statistically significant relationship found between arrhythmia (ventricular ectopy) and following factors: prestent placement, ventricular remodeling, prestent inflow outer diameter. There was no evidence of pacer malfunction or meaningful pacer movement that lead to arrhythmia. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the transcatheter pulmonary valve replacement (tpvr) procedure. The compression of the coronary arteries or other structures in close proximity to the right ventricle outflow tract (rvot), including the aortic root, sinuses of valsalva, or ascending aorta, can occur during the tvpr procedure. Significant compression of the coronary arteries can lead to death or need for emergent surgery. The IFU warns that assessment for coronary compression risk prior to valve implantation is essential to prevent the risk of severe patient harm. Testing for coronary artery compression during balloon sizing of the rvot is a standard medical practice in these procedures. The edwards thv training manuals advise the operator on pre-procedure assessment of the rvot, proposed site for implantation, valve sizing and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. In this case, it was not possible to confirm if there was coronary artery compression, and the cause of the reported events remains unknown. However, there was no allegation or indication a device malfunction contributed to this adverse event. Per the medical records, no definite cause for the sudden collapse was identified, but the patient's comorbidities were possible risk factors. The underlying cause of death was congenital pulmonary stenosis. The complaint for strut fracture was confirmed through the product evaluation (sem analysis). An in-depth evaluation related to alterra prestent fracture have been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. Upon return of the explanted complaint device, one fracture was observed at the alterra inflow (proximal) apices. The technical summary's imagery review also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as existing patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary mentions manufacturing documentation of conducted sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. A previously initiated product risk assessment (pra) was done to assess the risks associated with strut fracture. The pra concluded that the strut fracture has no harm to the patient or impact to the implant performance. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.